Event description:
The customer reported that they are getting error messages stating, 'this set up will not test the pads/CPR cable and meter.' There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.